Event description:
Customer reports that (B)(6) from (B)(6) performed a re-operation in order to remove an infected parietex mesh (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).